Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Episode 145 with evidence of emi oversensing leading to inappropriate shocks.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device listed an episode as invalid data. It was determined that there was oversensing of electromagnetic interference (emi) consistent with 60-cycle noise when the patient touched a freezer unit, resulting in an inappropriate shock. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.